Event description:
Smith's medical et tube 6.0 cuffed was to be used on a pt requiring intubation. Upon opening the package, the tube was fused together. Another et tube was grabbed and the same situation occurred. This created a delay in getting the pt intubated. We attempted to deal with smith's medical regarding this issue, but each person we talked to kept saying this was not their issue and that their product was not at fault. They refused to have any product returned to them.